Manufacturer narrative:
After further review, it was determined this MDR was submitted in error. This event was reported under MFR. Report: 2938836-2019-17720.

Manufacturer narrative:
Should of been left blank. S/n unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article that one durata lead failure was observed out of 105 implanted durata leads. The specific lead model and serial number are unknown. Possible durata models for this issue include 7120, 7122, 7170, 7171, 7120q, 7121q, 7122q, and 7170q. The specific lead failure was not known, but it fell within these definitions of ¿failure/compromised¿ from the article: ¿recurrent electrical noise, sudden pace/sense or high voltage impedance change, sudden or intermittent increase in the right ventricular threshold and or decrease in r-wave amplitude without alternative explanation." It was unknown whether there were any interventions performed to address the lead failure. The patient's condition was unknown.